Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: visible left coils: 12, visible right coils: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: the left fallopian tube implant appears to be positioned within the uteri e cavity patency of the left fallopian tube is demonstrated. The right fallopian tube imp nt appear to be satisfactorily positioned.; on (B)(6) 2014: bilateral fallopian tube implants which appear to be satisfactorily positioned.. Pregnancy test urine - on (B)(6) 2013: negative.. Lot number: b21581 manufacturing date: 2013-04 expiration date: 2016-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B21581) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: visible left coils: 12, visible right coils: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2014: the left fallopian tube implant appears to be positioned within the uteri e cavity patency of the left fallopian tube is demonstrated. The right fallopian tube imp nt appear to be satisfactorily positioned.; on (B)(6) 2014: bilateral fallopian tube implants which appear to be satisfactorily positioned.. Pregnancy test urine - on (B)(6) 2013: negative. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.